Event description:
Caller reported a pump malfunction, which did not lead to an adverse impact on the customer's blood glucose level. As the pump was included in a field correction, a replacement pump was arranged. The customer used multiple daily injections as a backup therapy, and technical support provided instructions for using the storage mode and for returning the malfunctioning pump. The caller was informed about the steps to take when receiving the new pump and acknowledged all instructions and notifications.